Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 90% restenosis in the proximal and mid left anterior descending (lad) arteries. The vessel diameter was 3.0 mm. After pre-dilatation was performed with a 2.0 x 15 mm non-abbott balloon catheter that was pressurized two times, the 2.5 x 23 mm xience prime stent delivery system (sds) was deployed in the mid lad. The 3.0 x 18 mm xience prime was delivered and inflated up to 16 atmospheres in the proximal lad; however, the middle of the stent did not expand properly due to calcification. The balloon was deflated but the sds could not be retracted due to resistance with the stent implant. The balloon was pressurized to 16 atmospheres and deflated slowly two more times before the sds could be removed from the stent implant. The sds was removed through the guiding catheter without resistance. A non-abbott balloon was used for post-dilatation and the xience prime was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use. Evaluation summary: the sds was returned for evaluation. Difficult/partial/waist deployment could not be confirmed. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.